Event description:
It was reported that the pt may have vocal cord paralysis when the device stimulates. The physician had to turn the device back to 0 ma because of this issue. He left the magnet setting on in case of seizures. The pt is set to see an ent surgeon in july to assess the situation. Attempts for further info have been unsuccessful to date.